Event description:
On 10/24/97, 24 mins into a platelet pheresis procedure the donor started to have a dry cough and feel tingly. Donor was offered tums (oral source of calcium). A few mins later, the donor started to have a dry cough again and become congested. The donor was given 25mgs benadryl (im) and some saline. The procedure was stopped. The donor was observed for one hr. Two physicians from subject account talked with the donor. Donor completely recovered and left the center in good condition. The subject account drew samples for et0-rast testing. This donor has donated approx 90 times. The actual kit involved in the sample is not available for eval per the subject account. Instead, the ctr agreed to have the donor tested for eto sensitivity. This donor has donated approx 90 times. This event is being reported as an MDR due to the donor receiving 25mg of benadryl intramuscularly.